Manufacturer narrative:
The customer¿s complaint of the device failing fluid pressure and flow rate test calibration was not confirmed during testing. No errors or malfunctions recorded in the error log. The last infusion occurred on (B)(6) 2020 at 4:32 pm until 5:36 pm when the device was channeled off. Alaris system maintenance testing performed on the returned pump module found the device passing rate accuracy, fluid side pressure and patient side pressure tests. No rate calibration of the device¿s rate accuracy was required. Alaris system maintenance user manual instructs the user on preventive maintenance as follow: ofor accuracy testing: use only 8100-rcs rate calibration sets. Rate accuracy calibration sets are valid for 60 calibrations and must be replaced after 60 uses. Verify that the scale is calibrated according to the manufacturer¿s instruction. Prime the fluid lines and keep them free of air bubbles while running the test. Ensure proper distance from the top of the alaris pump module to the waterline of the administration bag. Ensure the top of the cup is level with the channel select key. Ofor pressures testing: ensure 2200-0500 standard sets are used. Ensure proper distance from the top of the alaris pump module to the waterline of the administration bag. Ensure the pressure gauge is level with the restart key. Minimize the tubing length to the pressure gauge from the fluid container. Functional testing of the device observed no errors or malfunctions. No patient involvement (npi) was alleged by the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device failed the fluid pressure and flow rate test calibration. The event occurred during preventative maintenance of the device. There was no patient involvement.